Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 20724541, expiration date 04/30/2011). (B)(6).

Event description:
Customer reportedly received the following results on compact plus system 1/compact plus system 2 within 10 minutes: 280 mg/dl/109 mg/dl; 183 mg/dl/91 mg/dl; 107 mg/dl/60 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.